Manufacturer narrative:
The reported reader was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. The reader did not shut off during testing. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported that on (B)(6) 2018 she experienced dizziness and she was unable to test due to her adc freestyle libre meter shutting off after a blood sample was applied. Customer further reported having a loss of consciousness and was injected with glucagon and glucose serum by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018 she experienced dizziness and she was unable to test due to her adc freestyle libre meter shutting off after a blood sample was applied. Customer further reported having a loss of consciousness and was injected with glucagon and glucose serum by her husband. There was no report of death or permanent injury associated with this event.